Event description:
This is a spontaneous nurse report from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized the same day. The cause of the peritonitis, as reported by the nurse was, "the patient stated no, had not done anything differently". Treatment information was not provided for the event. Pd therapy was ongoing at the time of the event. On an unreported date in 2010, the patient had recovered from the event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event. Root cause could not be determined based on information available in this complaint report. A batch review was performed for potentially associated lots (gd877274, gd877266, and gd875567) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.